Manufacturer narrative:
(B)(4). The lot 14k020 was manufactured between october 24, 2014 and october 25, 2014. The affected device was received for evaluation. Visual inspection was performed on the device and particular matter was verified to be present on the filter of the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particulate matter on the filter. The device was filled with an unspecified amount of fluorouracil. This occured during storage of the device. There was no patient involvement. No additional information is available.